Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (50-60 mg/dl). Customer's health care professional recommended the pump basal rate be adjusted. Customer drank orange juice to address low bg levels. At the time of the report, customer's bg level was 101 mg/dl.